Event description:
The customer reported that during a cysto-prostatectomy, after sealing and cutting thick tissue with the device, the jaws could not be reopened while the device was applied to the tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove the device from the tissue. There was no injury to the pt.

Manufacturer narrative:
(B)(4) to date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.